Event description:
Consumer reported complaint for unknown error message. Daughter is calling on behalf of the customer. Caller stated that the customer's home health nurse did not provide which error message the customer had obtained. The customer feels well and did not report any symptoms. Caller stated that the customer had gone to the hospital on (B)(6) 2024 due to stomach pain. The diagnosis had been high blood glucose. Caller was unable to provide any further details. During the call, a back to back blood test was not performed by the customer. Customer was unable to provide lot information for the test strips; product storage and open vial date were not provided.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was not returned for evaluation - incorrect meter was returned, customer returned the replacement meter (scrapped). Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the to ensure the initial concern is resolved - unable to establish contact with customer at this time.